Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was nylon ties for the pe valve being loose. Additional information on repair sheet shows cracked control panel as well as loose ties at pe valve.